Manufacturer narrative:
The case description states that the user received a 20u bolus in the middle of the night. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the audit log file shows the 20u bolus delivered on the date of occurrence. The log files show that the controller was interacted with to enter the bolus calculator screen, did not enter any carb values, and used the use cgm option to load a bg value of 272 mg/dl into the bolus calculator. The bolus calculator then gave a suggestion of 2.55u based on this. It was seen in the logs that the total bolus volume of 20u consisted of 17.45u of user bolus adjusted volume in addition to the 2.55u from the suggestion totaling to the 20u total volume. A user adjusted bolus is created when the user taps the total bolus box to change the bolus amount. Finally, the controller went through the 2-step confirmation prior to delivery to start the bolus. The system has a maximum bolus setting that must be entered during first time setup, and prohibits bolus amounts that exceed this setting. The logs show that the user did not cancel this bolus while it was being delivered. No evidence of an uncommanded bolus was observed in the log files.

Event description:
It was reported by the patient that in his omnipod 5 controllers history, it stated he received a bolus in the middle of night of 20 units, which confused the patient as his blood glucose levels reached 399 mg/dl. He stated if he received that amount he would unconscious. The patient is very scared to use the omnipod, as this could've caused him to go to the hospital.